Manufacturer narrative:
(B)(4). Batch # t5et1p. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted. Additional information was requested and the following was received: "was the device locked on tissue with the jaws closed? Yes but the stapler fired and formed staplers but wouldn¿t open. If yes, how was the device removed? She said she pulled it off the tissue and came out but wouldn¿t open on the back table. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No knowledge. Did the jaws eventually open? She said no. They opened another device to finish the case."

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon fired the device once successfully, but couldn't get the jaws to open to use it any further. The device was locked on tissue when it became stuck and the surgeon pulled if off successfully, but the device still wouldn't open while on the back table. It never opened and a similar device was used to complete the case. There were no patient consequences.